Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll tip 1ml had foreign matter. The following information was provided by the initial reporter: material # 309653. Batch # 5154158. Verbatim: rcc received a complaint via email. Small black particle noticed inside two sterile syringes (two separate lot numbers). Both are bd company. I've read online this could be from the rubber? Who knows!

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation a report was received indicating the presence of small black particles inside two sterile syringes. To support the investigation, three samples, along with the packaging blister top web for lot 5154158, were submitted for evaluation by the quality team. Upon visual inspection, one sample exhibited embedded dark-colored specks at the bottom of the syringe barrel, while the other two samples contained embedded degraded resin within the barrel. No additional defects or imperfections were observed. The presence of degraded resin is typically associated with startup conditions or intermittent occurrences during the injection molding process, where the resin may degrade, detach, and subsequently become incorporated into molded components. A review of the device history record was conducted for material number 309653, lot 5154158. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the returned samples, the condition reported by the customer has been confirmed.